Event description:
During routine testing of the device at the service center, the service technician reported that four of the o-rings under the mounting bracket plate were worn. The device was orginially returned for intermittent pressure readings when the worn o-rings were found. Since this event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.